Event description:
It was reported prior to using bd vacutainer® sst¿ blood collection tubes, foreign matter was found in two (2) tubes. Inspection of the shelf packs also revealed broken packaging and tray pack residue. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® sst¿ blood collection tubes, foreign matter was found in two (2) tubes. Inspection of the shelf packs also revealed broken packaging and tray pack residue. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 20 photos for investigation. The photos show tubes with tray pack residue, styrofoam with foreign matter (fm) on it, open seal, broken styrofoam, and tubes with fm inside. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: damaged, foreign matter(inside tube) foreign matter on styrofoam, open package/seal and tray pack residue. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.